Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint reference: (B)(4).

Event description:
It was reported that intra-aortic balloon had catheter restriction alarm. It was stated the balloon was in correct position and it was fully inflating under fluro per the md. It was confirmed that all connection were tight and there were no kinks in the tubing. Reporter stated the alarm had not sounded since the patient had been moved to the bed for transport to the ICU. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, e1 (email) g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: d4 (UDI). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.